Event description:
It was reported that the patient passed away on (B)(6) 2022 due to unknown causes. It was not known whether the outcome was device or therapy related.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient outcome as well as a direct correlation to heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(4), could not conclusively be determined through this evaluation. The hm3 lvas instructions for use (IFU) lists potential adverse events, including death, that may be associated with the use of heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 31 mar 2019. The heartmate 3 lvas IFU is currently available. This IFU lists potential adverse events, including death, that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.